Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 10.6-17.1cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasions were noted at 25.3-25.9cm and 38.2-38.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 40.2cm from the distal tip, consistent with lead friction to the suture sleeve. Internal insulation abrasions were noted at 14.9-15.0cm, 17.5-17.7cm, and 19.5-19.9cm from the distal tip. Internal insulation abrasion was noted at 30.2-30.7cm from the distal tip. The etfe coating was abraded at 30.2-30.3cm. Internal insulation abrasion under the svc shock coil was noted at 27.0-27.1cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 29.8-29.9cm from the distal tip. The etfe coating was abraded at 29.8cm. Internal insulation abrasions were noted at 7.5-9.2cm and 8.3-8.7cm from the distal tip. The etfe coating was intact at these locations. The inner coil was exposed at these locations. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported patient presented with a non-sustained lead noise episode due to true lead noise. The lead was exhibiting intermittent noise. During extraction procedure, fluoroscopy revealed externalized conductors. The patient was well after the procedure.